Manufacturer narrative:
(B)(4) - broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the pneumatic connector is broken. There was no pt involvement and no adverse pt consequences occurred.